Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (30 mg/ml at 7.107 mg/day) via an implanted pump. It was reported that the patient was experiencing less pain relief over the last few months, so a dye study was scheduled for (B)(6) 2024. After accessing the catheter access port, the catheter was unable to be aspirated. The procedure was ended, and the patient was being referred to a surgeon to revise/replace catheter. The surgery was planned but not yet scheduled. There were no environmental, external, or patient factors that may have led or contributed to the issue that the patient was aware of. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical product: product ID 8780,serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 18-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.